Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Manufacture dates: monitor 4/23/2015, electrode belt 12/18/2015.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2020 while wearing the lifevest. The patient was reportedly in a medical facilility and was unconscious prior to passing. Prior to passing, the patient received two inappropriate treatments from the lifevest. At 2:08:55 am, the patient received the first treatment from the lifevest. The patient's rhythm was asystole at the time of the treatment, and post-shock. At 2:12:16 am, the patient received the second treatment from the lifevest. The patient's rhythm at the time of the treatment and post-shock was obscured by CPR artifact. It was reported that staff at the facility called 911 and initiated CPR. It was reported that the patient was taken to the hospital and arrived unconscious and was no longer wearing the lifevest. The patient reportedly passed away at 4:32 am on (B)(6)2020. Amplitude oversensing and CPR artifact contributed to the false detections.